Event description:
It was reported that the insulin pump alarmed button error and cracks near the battery compartment. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on keypad traces. No button error alarms noted during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).